Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant. Through follow-up with the health-care provider, it was learned that the device was explanted due to a sizing issue; "pt required larger ring size." According to the operative report, this (B)(6) gentleman was evaluated for increasing exertional dyspnea, fatigue and poor stamina. Echocardiogram revealed a moderately severe mitral regurgitation. Coronary angiogram revealed an ostial stenosis of the lad. Lad was quite long with good target vessels and no other significant coronary disease. The mitral valve was myxomatous. There was no ruptured chordate tendineae. There was no rheumatic change. The leaflets did not prolapsed, but there was excessive tissue in both the anterior and posterior leaflets and it turns out the p2 segment of the posterior leaflet was large enough that it had to be resected. The initial impression was this with a myxomatous valve but by upsizing the ring from standard dimensions this would stop his regurgitation and indeed the regurgitation had disappeared with the annuloplasty sutures in place. The surgeon sized the inner trigone distance which he thought a 32 would be perfect. A 32 mm ring was implanted and when it was tied there was no leak and adequate orifice. When contractility was satisfactory, the patient was weaned from cardiopulmonary bypass, but was tachycardiac at rated of 120-130 and dopamine at 2 mcg was stopped. Echocardiogram however showed systolic anterior motion of the mitral leaflet and significant mitral regurgitation which most assuredly was attributed to distraction of the anterior leaflet. It was decided to remove the ring and replace it with larger edwards annuloplasty ring of the same model. On injection of saline there was only a trivial leak left in the same location which was felt would be an excellent result if it held up on echo. The patient came off bypass with pressures in the 90s and excellent contractility by echo. This time there was no evidence of systolic anterior motion and a trivial regurgitation jet in the same location as seen when the valve was under visual inspection. There were no complications and he was sent to ICU in stable condition. Per the health-care provider, the reason for removing the device was procedure related and not related to a product malfunction.